Event description:
A charge nurse reported the IV pole would not lower during a cataract with intraocular lens implant procedure. Following a system exchange, the procedure was completed with no impact to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported issue. The company representative noted no issues were found with the system. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).